Event description:
Additional information reported the extension did not fit to the existing electrode. This event was also reported under manufacturer report # 3007566237-2013-01579. Any additional information received will be reported under this manufacturer report #3007566237-2013-01624.

Event description:
It was reported that during a procedure to connect the lead to the stimulator, there were high impedances. The lead was connected to an extension, and the impedances were reported to be too high. After several attempts of disconnecting and reconnecting, it was decided to use another extension. The stimulator was not replaced. The patient was noted to have no injury and to be "ok."

Manufacturer narrative:
Extension serial: (B)(4), implanted: na, explanted: na. (B)(4). Final device analysis of the extension revealed no anomaly.